Manufacturer narrative:
Batch review performed on 15 january 2019: lot 171143: (B)(4) items manufactured and released on 14 june 2017. Expiration date: 2022-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability caused by aseptic loosening of the tibial tray 1 year and 1 month after primary. The surgeon revised the tibial tray and insert and implanted a cementless extension stem. The surgery was completed successfully. It was discovered that no cement was attached to the under-surface/keel of the tibial tray.